Event description:
It was reported that during a follow up it was not possible to interrogate the device. The device was replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported no communication was confirmed in the laboratory and was due to low battery voltage. The device was tested on the bench and out automated testing equipment and no high current drain sources were found. The battery was returned to the vendor for further analysis. The cause of the battery depletion could not be determined.